Event description:
It was reported by service report that blood soaked through the mattress cover. There was pt involvement; however, the customer reported that they did not know if there adverse consequences to report.